Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues. The pt was seen at the center for device eval. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. Testing performed confirmed the device was no longer functioning. Surgery to explant the pt's device is to be scheduled.